Event description:
Reporter noted small incisional corneal burn during routine phacoemulsification; required one suture to close wound.

Manufacturer narrative:
H10: subsequently received FDA form 3500a from customer. This report was mailed in to FDA on: 06/05/1998.